Event description:
It was reported the distal cover came off of the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure for choledocholithiasis, abdominal pain, nausea and vomiting. Procedural challenges during the procedure included: the patient was endotracheally intubated. The distal cover fell off as the scope was being withdrawn at the conclusion of the procedure through the gastric lumen to the esophagus. The distal cover was retrieved endoscopically using a roth retrieval net. The patient did not experience any adverse effects due to the reported event. The patient's current condition is reported as no problems noted related to the procedure. There was no abnormality in the appearance of the scope or distal cover before or after the procedure. No anti-fogging agents were used during the procedure. Patient identifier (B)(6): (B)(4), lot h1118 ,patient identifier (B)(6): tjf-q190v, serial (B)(4).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304 - 2022 - 00050.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the distal cover likely came off easily due to improper attachment to the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." "Attaching accessories to the endoscope: attaching the single use distal cover: hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover.¿ with a new single use distal cover, repeat step 1 through 8.¿ this supplemental report includes information added to g2 and h4. Olympus will continue to monitor field performance for this device.